Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to request assistance with powering on the monitor of the dimension exl with lm instrument. Prior to contacting siemens, the customer moved the monitor, which caused it to power off; the customer reseated the monitor power cord but was not able to power on the monitor. As per a siemens specialist¿s instructions, the customer held the power button on the monitor and it powered on. Additionally, the customer reported that while troubleshooting the monitor¿s display, the customer observed that the cable connected to the monitor was worn. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, cse replaced the cable. Siemens evaluated the event and determined that the cable wore due to the movement of the monitor stand. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting a monitor¿s display, the customer observed that the insulation of the cable connected to the monitor of the dimension exl with lm instrument was worn, which exposed wires. Siemens advised the customer to halt using the instrument until the wire was assessed. The customer confirmed that there was no injury or harm related to the worn wire installation. There are no known reports of adverse health consequences due to this event.